Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 at 11:30 pm with a blood glucose level of 75 mg/dl. The customer was treated for their blood glucose with glucagon shot before admission. The customer's health care provider advised the customer to turn the basal rates off, rather than suspend the pump. The caller stated that the insulin pump was not alarming when the sensor predicts a low blood glucose count. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Additional information has been received which was not included in the initial reports. The information has been provided with this report. The insulin pump programmed with multiple basal rates, suspended the pump and monitored for 24 hours. No unexpected basal rate deliveries noted. The test minilink transmitter with the glucose sensor simulator communicated properly to the pump. The insulin pump programmed with sensor glucose blood glucose value and registered properly in the sensor update history noted. Also, the high and low predicted blood glucose alerts functioned properly. .